Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the stent on an 8mm x 40mm precise pro self-expanding stent (ses) delivery system could not be released inside of the patient. When removed from the patient, about 1 millimeter of the stent was observed partially deployed. An 8mm x 40mm precise pro ses delivery system was used as a replacement. There were no reported injuries to the patient. After removal from the patient, an attempt to deploy the stent was made and the stent was successfully deployed. The target vessel was the left carotid artery, which had severe calcification, severe tortuosity, and a stenosis percentage of 90%. The device was stored and prepped per the instructions for use (IFU). The handle of the device was held flat and straight outside of the patient. There was no difficulty removing the delivery system from the patient, and it remained in one piece during its removal. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, g6, h1, h2, h3, h6, and h11. Complaint conclusion: as reported, the stent on an 8mm x 40mm precise pro self-expanding stent (ses) delivery system could not be released inside of the patient. When removed from the patient, about 1 millimeter of the stent was observed partially deployed. An 8mm x 40mm precise pro ses delivery system was used as a replacement. There were no reported injuries to the patient. After removal from the patient, an attempt to deploy the stent was made and the stent was successfully deployed. The target vessel was the left carotid artery, which had severe calcification, severe tortuosity, and a stenosis percentage of 90%. The device was stored and prepped per the instructions for use (IFU). The handle of the device was held flat and straight outside of the patient. There was no difficulty removing the delivery system from the patient, and it remained in one piece during its removal. The device was returned for analysis. A non-sterile "precise pro rx us carotid system" was received for analysis, coiled inside a clear plastic bag. The device was unpacked for inspection, and a thorough examination was conducted. During the inspection, the following conditions were observed: the device was fully deployed, the stent was not returned for analysis, and the hemostasis valve was returned closed. No other anomalies or issues were noted during the visual inspection. Dimensional analysis was conducted to verify the usable length and the outer sheath length. The results of the dimensional analysis were found to be within specification. A functional test could not be performed as the unit was returned fully deployed. However, the mechanism was verified by setting the device in the manufacturing condition to simulate the stent deployment process. The mechanism was then actuated to simulate the deployment, and no anomalies were observed during the functional test. The reported ¿stent delivery system (sds) deployment difficulty-partial deployment¿ was not confirmed during analysis of the returned device. The exact cause remains undetermined. Although there was a report of a difficulty to deploy with a partial stent deployment, the stent was not returned for analysis. It was reported after the stent was removed from the patient; it was deployed by the customer. It is important not to troubleshoot the device when a failure occurs, please allow the experts in the analysis lab to troubleshoot the device in order to find a root cause for the reported event. Based on the information available for review and analysis of the returned device it is difficult to draw a clinical conclusion between the device and the event reported. The device passed dimensional analysis with no anomalies noted during simulated deployment. Procedural factors and handling likely contributed to the reported events. According to the instructions for use, which is not intended to mitigate risk, ¿extract the stent delivery system from the tray. Examine the device for any damage. Evaluate the distal end of the catheter to ensure that the stent is contained within the outer sheath. Do not use if the stent is partially deployed. Note: if resistance is met during delivery system introduction, the system should be withdrawn and another system should be used. Note: if any resistance is met during delivery system withdrawal, advance the outer sheath until the outer sheath marker contacts the catheter tip and withdraw the system as one unit. Initiate stent deployment by retracting the outer sheath while holding the inner shaft in a fixed position. Deployment is complete when the outer sheath marker passes the proximal inner shaft stent marker. Note: the mechanism for stent deployment is outer sheath retraction. Deployment is completed by maintaining inner shaft position while retracting the outer sheath and allowing the stent to expand (often referred to as the ¿pin-and-pull¿ method). Post-deployment stent dilatation: while using fluoroscopy, withdraw the entire delivery system as one unit, over the guidewire and out of the body. Remove the delivery device from the guidewire. Note: if any resistance is met during delivery system withdrawal, advance the outer sheath until the outer sheath marker contacts the catheter tip and withdraw the system as one unit. (Do not remove guidewire.) Using fluoroscopy, visualize the stent to verify full deployment. If incomplete expansion exists within the stent at any point along the lesion, post deployment balloon dilatation (standard pta technique) can be performed.¿ the information available does not suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.